Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low wbc, platelet (plt) and erroneous high rbc, hemoglobin (hgb) results on 3 patient samples generated by the coulter act 5 diff analyzer. All samples were run in manual mode. Rerun results were considered correct. Erroneous results were not reported outside of the laboratory. There was no death, injury or affect to patient treatment in connection with this event.

Manufacturer narrative:
Samples were drawn in 3ml bd tubes and collected via venipuncture. All samples were run uncapped and processed in manual mode. Controls were run before and after the event and were performing within qc specifications. A field service engineer (fse) indicated this account was monitored for 3 days and verified instrument is operational. A clear root cause could not be determined but is attributed to sample mixing.